Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by father that the patient was taken to the emergency room (ER), due to not receiving insulin after her controller would not turn back on. Due to not having backup insulin while on vacation, patient was treated with insulin in the ER. She was also prescribed insulin syringes and was discharged after 4 hours.